Event description:
Synthes drill bit broke off in pt's foot during surgery and was seen on x-ray with mini c-arm. The piece of drill bit was seen on x-ray and surgeon was able to safely and quickly remove it using x-ray to help guide him.